Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had multiple pump error. The customer¿s blood glucose unknown. Troubleshooting was performed. The customer stated that the alarm was cleared itself. The customer stated that error table advised to return pump on first occurrence, going no route. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No the main arm cannot communicate with the motor arm error or hal software error detected error noted during testing. Device passed the displacement test and self test. Device was returned for hal software error detected error. History file analysis confirmed hal software error detected error due to software error.